Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system doesn't start. The rse confirmed that the issue occurred because hospital lost it¿s power for a few seconds and pdu went disabled. The rse instructed the hospital technician on how to activate the power switchboard. The hospital technician checked the pdu (power distribution unit) to resolve the issue. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was related to the hospital's power supply loss due to which the pdu went disabled and there was no issue reported with the philips component. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system no longer starts. No harm has been reported. Philips has started an investigation of the complaint.